Event description:
While reviewing the programming history it was noted that the patient came in to an appointment on (B)(6) 2008 programmed to unintentional settings typical of an incomplete diagnostics (output current - 1 ma, signal frequency - 20 hz, pulse width - 500 usec, on time - 30 sec, off time - 60 minutes ). It is unknown if the patient was intentionally programed to those settings or the settings were a result of an incomplete diagnostics.

Manufacturer narrative:
Analysis of programming history.